Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description:tf 9950 found in the eventlog (twice). Alarm lamp doesn´t work. During test, yellow alarm not working.

Event description:
Hamilton medical ag received the following incident description:tf 9950 found in the eventlog (twice). Alarm lamp doesn´t work. During test, yellow alarm not working.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.